Event description:
It was reported that the insulin pump alarmed motor error several times. The blood glucose reading is 240 mg/dl. Motor error has more than once within 30 days. Motor error alarm occurred during the prime delivery. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.